Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. As there were crimp marks on balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or forced sheath removal during un-packaging resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5 x 33 mm xience alpine stent delivery system (sds) was removed from the plastic hoop without issue. The protective sheath was removed from the sds without issue. When the sds was ready to be loaded on the guide wire, it was noted that the stent was not on the sds. The dislodged stent was found on the table. There was no patient involvement. A non-abbott stent was used to complete the procedure. No additional information was provided.